Manufacturer narrative:
The insulin pump alarmed prime during the prime test and motor error alarm during the basic occlusion test due to loose/protruded drive support disk. The motor passed motor test. The insulin pump was monitored for several days and no blank display noted. We were unable to perform the occlusion and excessive no delivery test due to prime and motor error alarm. No blank display when pressing all the buttons noted. No damage in the keypad assembly noted. The insulin pump received with normal operating currents. No damage found on the lcd isolation tape noted. The insulin pump passed the self-test. No missing segments or partial display noted. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads, cracked lcd window and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call blank display on the insulin pump. Customer's blood glucose level was 320 mg/dl. Troubleshooting for blank display was performed. Customer replaced the insulin pump with a new battery and the device remained blank. Troubleshooting was unable to resolve the issue and the display did not return. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.